Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for follow-up and post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Patient did not receive therapy during the oversensing. Programming changes were made during the device check. Further testing was recommended. No further information available.